Event description:
It was reported that the defibrillator experienced an electrical reset reported on a carelink transmission. Patient is receiving radiation therapy. The device is still in used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.